Manufacturer narrative:
The insulin pump was received with a frozen display and constant tone due to a faulty component on the interface board. All of the buttons functioned properly and no moisture damage was found on the keypad traces. The keypad connector was fully locked. The displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests could not be performed due to a frozen display. The unit also had minor scratches on the lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her insulin pump had a very loud beep and a black circle on it. Her buttons also became unresponsive. The patient's blood glucose at the time of incident was 450 mg/dl, which she treated with a manual insulin injection. The customer declined troubleshooting for the hyperglycemic episode, but troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The constant tone was also discussed. No alarms preceded the constant tone, and it occurred when the customer was moving around the house. The alarm could not be cleared using the escape and action buttons. The battery was removed for five minutes before being reinserted, but the tone persisted. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.